Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the control unit was dirty due to water leakage, also the grip, up/down plate and universal cord were sticky. There was no patient involvement.